Manufacturer narrative:
(B)(4). Pump error 63 alarm (variable info=3) confirmed in the pump history due to broken trace.

Event description:
Customer reported via phone call that insulin pump had hardware low level failures alarm. Customer¿s blood glucose level was 388 mg/dl. Customer was able to clear the alarm. Customer declined to troubleshoot. Customer was advised to discontinue use of the insulin pump and revert to back up plan per health care professional. The insulin pump will be returned for analysis.